Event description:
The radiofrequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was observed that the programmer head's cable had visible damage and when the cable was moved near the damaged area the programmer powered off. It was further noted that uplink functional tests were out of specification. The head was to be sent on for repair. (B)(4).